Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Upon review of the returned product, no pieces were broken off of the instrument as initially reported. Therefore, there is no patient harm so the product was reported in error. This report is being rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attune pin puller has a broken jaw.